Event description:
It was reported that the button was often sticky or unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer chose not to troubleshoot the issue.